Event description:
The customer reported that an acuity central station and it's backup station had both rebooted, resulting in a temporary loss of centralized monitoring. Patient bedside monitors would continue to function during the episode. There was no patient harm associated with this episode.

Manufacturer narrative:
We do not expect to received the device for full evaluation. However, we have connected to the device remotely and downloaded the logs for analysis. The investigation into this report has not yet been completed.